Event description:
Patient noticed a popping sensation in february. This became painful and patient gets intermittent back pain throughout the day with increased fatigue and weakness. It was thought that his hardware was broken throughout the ratcheting construct, despite no broken hardware on imaging. Patient requested removal of hardware in its entirely due to moving away to college to do track including hurdles.